Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device has not been returned by hospital. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item#: unknown, unknown head, lot #: unknown. Item#: unknown, unknown cup, lot #: unknown. Item#: unknown, unknown liner, lot #: unknown. Item#: unknown, unknown stem, lot #: unknown. Item#: unknown, unknown screw, lot #: unknown/ quantity 5. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -02678, 0001825034 -2020 -02679, 0001825034 -2020 -02681, 0001825034 -2020 -02682, 0001825034 -2020 -02683, 0001825034 -2020 -02685.

Event description:
It was reported patient underwent hip revision surgery approximately one month ago due to a fall that caused loosening to cup and screws to fracture. Cup and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.